Manufacturer narrative:
Device evaluation by MFR.: the synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09-apr-2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment but was unable to cross the lesion due to severe calcification. The procedure was completed with another of same device. No patient complications were reported and the patient status was good. However, returned device analysis revealed stent damage.